Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer has an issue with a dialysis catheter. The customer stated that there was blood leakage of the catheter during the first time doing dialysis. The catheter had to be pulled and replaced.